Event description:
Reporter calling to notify of a problem with two chemotherapy infusion pumps that have completed her infusions of fluorouracil (5fu) sooner than the expected 96-hour timeframe. Reporter states she has an implanted port and is receiving chemotherapy infusions via the port. Reporter states her first round of infusion finished after 72 hours on approximately (B)(6) 2023. Reporter states her second round of infusion was earlier this month, and the infusion again finished sooner than the expected timeframe. Reporter states that "more than one nurse" at the infusion center told her that there have been other patients reporting the same problems with infusions finishing too quickly. Reporter states she had concerns at the time of her first infusion, as she was provided "biohazard bags" to take home with her and was provided instructions to place materials in the bag in the event she had to discontinue the pump herself at home. Reporter states she now believes she was given these materials because of the known problems with the chemotherapy infusion pump. Reporter states she was told she would be receiving "a cadd pump" as a replacement, but her infusion center has not provided her with that pump at this time. Reporter is frustrated and concerned regarding the potential health impacts from a chemotherapy drug infusing too quickly due to a problematic pump. She states she is also frustrated that she is receiving bills from (B)(6) for payment on pumps that are faulty. Reference report: mw5119804.